Event description:
It was reported by the affiliate that the (1) tct75 was used during an unknown procedure. It was reported that the instrument jammed. The case was completed with another device. (Reload trt75) there was no pt consequence.